Event description:
It was reported that before use of the bd plastipak¿ 10ml syringe slip tip the plunger rod was broken. There were two syringes with this condition. The following information was provided by the initial reporter, translated from portuguese to english: the product present: syringe with the plunger rod broken. We received two notification with the same issue.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for evaluation. The sample sent by the customer were verified and it was possible to observe plunger rod broken. The probable cause for the occurrence is related to failure at syringe assembly station. It was performed the DHR review and the manufacturing date for this batch was june 14th ¿ 19th, 2019. The process inspections were performed and no records of this incident were found. The current controls to detect the incident are performed by visual inspection each 02 hours at 36 parts. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ 10ml syringe slip tip the plunger rod was broken. There were two syringes with this condition. The following information was provided by the initial reporter, translated from portuguese to english: the product present: syringe with the plunger rod broken. We received two notification with the same issue.